Event description:
The customer reported via phone call that there was moisture under the screen of the insulin pump. The customer's blood glucose was unknown. The customer confirmed that the issue did not lead to a serious injury or hospitalization. The customer was unaware of how the moisture exposure occurred. The customer did not recall the insulin pump being dropped. The customer also mentioned a crack on the screen that starts toward the bottom of the screen to the upper right corner of the screen. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.